Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on analysis completed on (B)(4) 2018. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used. It was reported that the was became kinked "with large tension". There was no closure device deployed using this was. The procedure was completed with a new was. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination. Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was bloody. The inspection revealed numerous kinks in the sheath and tip damage (misshapen/delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.